Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 5061952.

Event description:
It was reported that the patients leads showed several of the contacts were out due to high impedances. The patient underwent a revision procedure wherein the leads were replaced.

Event description:
It was reported that the patients leads showed several of the contacts were out due to high impedances. The patient underwent a revision procedure and doing well post operatively. The explanted product was discarded by the facility. Additional information received that the patient experienced inadequate stimulation coverage due to high impedances.